Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patients lead has reportedly dislodged. It is suspected that the lead has pulled back and the suture sleeve may not have secured the lead firmly enough. Patient to undergo xray. Device remains implanted.